Event description:
The following event was identified in the bone & joint journal article, "excellent mid-term follow-up for a new 3d-printed cementless total knee arthroplasty." Patient was revised 4 months post-implantation for tibial component loosening. Noted in the article: "one tibial component was radiologically loose with varus collapse and was revised."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this case concerns an implant which "loosened" after four months and required revision. In my opinion this is rather a case of failure to ingrow as opposed to an implant which was radiographically fixed and then loosened. I can confirm that the patient had the total knee arthroplasty since I was able to view the postoperative and pre-revision x-ray. I cannot confirm that the revision was done since I have no office records, operation report or post revision x-rays. The causes of an implant to fail to ingrow are multifactorial including surgical technique, alignment, positioning, restoration of kinematics, as well as patient factors such as bmi and activity level and the quality of the host bone. Given the extremely successful performance of this implant reported by multiple institutions, I would not assign any causality to the implant itself." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the tibial baseplate. A review of the provided medical information by a clinical consultant indicated: "this case concerns an implant which "loosened" after four months and required revision. In my opinion this is rather a case of failure to ingrow as opposed to an implant which was radiographically fixed and then loosened. I can confirm that the patient had the total knee arthroplasty since I was able to view the postoperative and pre-revision x-ray. I cannot confirm that the revision was done since I have no office records, operation report or post revision x-rays. The causes of an implant to fail to ingrow are multifactorial including surgical technique, alignment, positioning, restoration of kinematics, as well as patient factors such as bmi and activity level and the quality of the host bone. Given the extremely successful performance of this implant reported by multiple institutions, I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following event was identified in the bone & joint journal article, "excellent mid-term follow-up for a new 3d-printed cementless total knee arthroplasty." Patient was revised 4 months post-implantation for tibial component loosening. Noted in the article: "one tibial component was radiologically loose with varus collapse and was revised."